Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise oversensing was observed on this right ventricular (rv) lead, while it was connected to the old pacemaker. This resulted in pacing inhibition with asystole greater than 2 seconds. The lead was subsequently explanted and replaced, which resulted in a hospitalization and intravenous antibiotics being delivered. A new pacemaker system was successfully implanted. No additional adverse patient effects were reported.